Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other companies devices that used in this study: firmap, rhythmview, navx. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 38 patients with symptomatic persistent af underwent combined conventional pvi and firm-guided ablation between march 2015 and april 2016. Among them, 1 patient had left atrial appendage thrombus formation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿type and rate of atrial fibrillation termination due to rotational activity ablation combined with pulmonary vein isolation¿. The purpose of this study was to determine the rate and timing of af termination during combined pulmonary vein isolation (pvi) and focal impulse and rotor modulation (firm)-guided ablation of rotational activity (roac). Suspect device is a lasso, however catalog and lot number is unknown.